Event description:
It was reported that revision surgery was performed due to pain. MRI findings reportedly indicated an adverse reaction to metal debris. Elevated metal ion levels reported.

Event description:
(B)(6) 2007 and (B)(6) 2008 the patient reported a clunking sensation. (B)(6) 2008 residual pain and noise when sitting reported. (B)(6) 2009 intermittent pain reported. (B)(6) 2011 increased pain, fluid and inflammation around joints reported.